Event description:
Family reports that, while completing a routine trach change, the hub of the trach tube being placed too large. The vent tubing swivel adapter did not fit, and the ambu bag adapter did not fit. Pt requires continuous ventilator support due to her illness. The family had to complete an emergency trach change to resolve the issue, but the pt was off the vent for a few minutes and the caregivers were not able to manually ventilate her during this time. She did not suffer any neurologic insult from this incident, but it was life-threatening and required an emergency trach tube change intervention to prevent permanent impairment. Our company was able to get the trach tube back from the home and verified that no adapters that are made to fit this trach tube hub would connect the hub size and the adapter sizes were the same. Trach will be sent to MFR.